Event description:
Pt taken off ECMO. Surgeon decannulated a 5 french cook catheter, double lumen was placed in right jugular vein. No complications noted. The next day, 2nd surgeon removed outside sutures and pulled catheter out. Distal portion of catheter remained inside of pt. X-ray taken. 3 days later - interventional radiologist removed distal part of catheter under fluoroscopy. Distal part on catheter intact upon removal. No adverse event noted. Pt returned. Pt stable.